Manufacturer narrative:
(B)(6). Complaint conclusion: it was reported that a 6/7f mynx vascular device (vcd) failed after deployment. The patient suffered from a retroperitoneal bleed and needed to be repaired surgically. The device was not returned for evaluation. A review of the manufacturing documentation associated with lot f1635801 presented no issues during the manufacturing process that can be related to the reported event. Without the return of the device for analysis, the reported event could not be confirmed. Given the limited information available for review, a relation between the device and the event could not be determined. Per the instructions for use ¿retroperitoneal bleeding¿ is a potential adverse event which may be related to the endovascular procedure or the endovascular closure device.   Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.   Without the return of the device for analysis, the reported event ¿failure to achieve hemostasis¿ could not be confirmed and no determination of possible contributing factors could be made. Based on limited information available for review, contributing factors to the reported event could not be determined. However, procedural factors are likely. As per the instructions for use, ¿while maintaining fingertip compression on the skin, remove the advancer tube from the tissue tract. Continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved¿ based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
It was reported that a 6/7f mynx vascular device (vcd) failed after deployment. The patient suffered from a retroperitoneal bleed and needed to be repaired surgically.